Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with a proximal tibia plate on (B)(6) 2013. Post operatively the patient felt pain and a popping noise. It was found the plate had broken and the patient was returned to the operating room on (B)(6) 2013 for removal and revision to a new plate. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional evaluation concluded: based on the topography of the fractured surface, we can conclude that the implant* was subjected to axial and two sided dynamic bending loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate*. The va-lcp proximal tibia plate* could not resist the applied force which finally led to the material overload /fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.